Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient reporting that there was no device issue and that they never had an inability to see. The patient reported they were just calling to get a new programmer for their device. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a patient implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient can hardly see. It is unknown what troubleshooting or actions were performed related to the issue, or what the outcome of the event was. No further complications are anticipated.